Event description:
Md performing pulmonary vein isolation (ablation). Md was attempting to acquire x-ray images, philips digital processing unit failed. X-ray system no longer displayed images. The team was unable to restart the x-ray. A hard reboot was attempted and the philips service engineer notified. At the time the equipment failed, a transeptal catheter was across the atrium of the heart. The patient was anticoagulated. The physician was able to isolate the left pulmonary artery, but not completed. The equipment failed before the right pulmonary artery isolation was started. The procedure was incomplete and unable to determine if successful. The physician will follow up in his office to evaluate if the partial left pulmonary artery isolation was successful in preventing atrial fibrillation. Model # / system configuration: biplane 12", larc-cn, ad5 w/ swivel base, xtv17, visub w/ parallel fluoro, and fnib.